Event description:
The customer stated that following preventive maintenance by the field service engineer (fse) on their cobas 8000 e 602 module, qc results for elecsys ft4 ii assay (ft4 ii) had "bottomed out" from (B)(6) 2018 through (B)(6) 2019. The customer received a call from a doctor questioning a patient result for ft4 ii that had been run on measuring cell 2 of the instrument. On (B)(6) 2019, the initial result was 2.22 ng/ml and was reported outside of the laboratory. On (B)(6) 2019 the sample was repeated on measuring cell 1 of the instrument with a result of 1.12 ng/ml. The repeat result was more in line with the patient's history. There was no allegation that an adverse event occurred. The ft4 ii reagent lot number was 33670401 with an expiration date of 31-jul-2019. The customer noted the last two calibrations from (B)(6) 2019 had significantly different values than the previous calibrations. Calibration signals were higher than expected. The field service engineer (fse) visited the customer site and identified a dirty sample probe. The fse cleaned the sample probe tip, readjusted the sipper height and sample probe height and realigned the measuring cell flow. The instrument was operating as expected. The customer ran calibration and qc with acceptable results. The investigation determined the dirty sample probe identified by the fse was the root cause of the event.